Manufacturer narrative:
The samples were collected in 13x100 bd tubes. Customer stated that qc has been within established ranges. Service was at the account several times and could not find the cause of the problem. A field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the crem module which has resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated one (1) erroneously high creatinine (crem) patient result. The erroneous result was reported out of the laboratory; however an amended report was issued upon repeat. The results provided by the customer are shown. There was no change to patient treatment or diagnosis.